Manufacturer narrative:
Allergan did not submit this MDR within 30 days of becoming aware. Recent stimulated reporting related to 2011068-7/2/19-001-r has increased complaint and MDR volume. Allergan is implementing a plan to address the increased volumes. A review of the device history record has been completed. No deviations or non-conformances noted. Device evaluation: visual analysis of the returned device identified: weight within specification, crease flat and wear abrasion. Color and voids were observed after autoclave disinfection process. Based on the device analysis the final assessment is: no issues found related with the manufacturing process. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: product concern, rupture and silicone migration.

Event description:
Healthcare professional reported exchange of textured device due to patient's concern with product. Healthcare professional additionally noted left implant ruptured, extracapsular free silicone, and multiple silicone-laden axillary lymph nodes. Device has been explanted.

Manufacturer narrative:
Additional, changed, and/or corrected data.

Event description:
Healthcare professional reported exchange of textured device due to patient's concern with product. Healthcare professional additionally noted left implant ruptured, extracapsular free silicone, and multiple silicone-laden axillary lymph nodes. Device has been explanted.